Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "20 clips were dispensed in patient. Seven of 20 clips did not occlude and were falling off of the specimen and vessels. Upon examination of the clips, a number of them were not closing properly at the apex, preventing them from occluding as intended." Patient status - "patient status good condition".

Manufacturer narrative:
Updated lot# 1255109 upon product returned. Investigation summary: the event unit and an image were returned for evaluation. The device was received in the locked-out state and the shaft was slightly bent. Engineering loaded additional clips to perform testing. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Although the root cause of the incident experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.